Event description:
The customer reported to olympus, the scope image won't display on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported intermittently on the cv-190, the scope image won't display. The customer stated no error codes and had no additional information. Tac instructed the customer to call back when the issue happens again. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.